Event description:
It has been reported to philips that there was a geometry movement issue. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement issue. A review of the system log file confirmed the error in the geometry movement. Upon functional testing, the fse suspected issue with fdcsib. To resolve the issue, the fse replaced the fdcsib. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.